Event description:
It was reported that a flogard infusion pump presented the f-49 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented the f-49 alarm. The cause of the f-49 alarm was determined to be an inoperative battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.